Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Retain sample testing on the complainant strip lot has indicated an increased number of error 3 messages when these strips are used with freestyle freedom meters. This is a known issue with affected strip lots. This issue is associated with field correction (B) (4) reported to the (B) (4) district office on 04/25/2008. Note: customer reported receiving a letter regarding the defected strips and that she had possessed the affected test strips, but disposed of them months ago. The strip lot number could not be verified and is therefore unk.